Manufacturer narrative:
On 04-jun-2021, mentor received additional information about the event: the patient developed an irritated skin lesion on her left breast. The skin lesion was surgically removed on (B)(6) 2021. It was reported that the patient¿s left breast prosthesis is intact. Block b1 ¿is product problem¿ no longer applies to this report, nor does block h6 medical device problem code material rupture. The patient developed capsular contracture (baker grade unknown) in her right breast. Reason for device explant and/or reoperation: irritated skin lesion. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The patient underwent unilateral explantation of the right breast prosthesis on (B)(6)2021. The explanted right breast prosthesis was replaced with a mentor smooth round moderate plus profile 300cc saline breast prosthesis on the same date. This report is for the patient¿s left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 300cc saline breast prostheses that both deflated after implantation. Bilateral deflation was diagnosed via a phone consultation with a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.